Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in late 2008 that a customer had an issue with a hypodermic needle. The customer reports the nurse got stuck on the right finger by needle located in bed.